Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was not performed prior to device insertion to confirm arteriotomy placement in the common femoral artery. The device was reported as not difficult to insert, but the physician did report using "more force than normal" to insert the device. The device broke at the distal guide. The physician was not able to remove the device from the artery. The patient was taken to surgery for device removal and closure of the arteriotomy. It was reported that the arteriotomy was in the superficial femoral artery. The patient was subsequently discharged. There was no report of adverse patient sequelae.